Manufacturer narrative:
Hamilton medical ag ref: (B)(4).

Event description:
The following was reported to hamilton medical ag: "while using this c1 on a patient, a 'blower fault' message appeared, causing the ventilation to stop and the alarm to continue sounding. The hospital staff replaced it with another c1, so the patient was not harmed."

Manufacturer narrative:
Investigation outcome: it was reported that the device alarmed for 'blower fault' and stopped ventilation. The patient was moved to another ventilator. The incident resulted in medical intervention, as the patient was transferred to another ventilator; however, no harm to the patient, user, or third party was reported in this complaint. Device log analysis confirmed that on the reported date the ventilator generated a ¿blower fault¿ alarm which resulted in the device switching to ambient mode, thereby stopping active ventilation. The event log shows the blower fault detection followed immediately by the transition to ambient mode, consistent with the device¿s safety response when a critical blower malfunction is detected. Additional log review identified multiple technical events and repeated real-time clock (rtc) failures, including instances where the rtc reset and the system time reverted to the default value, indicating instability associated with the control electronics responsible for date and time. The local service engineer also reported traces of fluid around the rtc capacitor on the control board, suggesting possible capacitor leakage that could contribute to intermittent control board malfunction and abnormal system behaviour. Although the installed capacitor was a panasonic component, which has not previously been associated with known leakage issues. The blower module itself was found to have completed 62% of its lifetime. No additional blower-specific faults were identified during subsequent testing. Based on the available evidence, the most probable root cause of the reported event is a control board malfunction. The local service engineer replaced the control board. Following repair, the device successfully passed all functional checks, calibration procedures, and safety tests, confirming normal operation prior to being returned to the device user. This case is considered closed.